Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and cracked case near the display window corners were noted during the visual inspection. The insulin pump did not rattle when shaken. The insulin pump passed the functional tests including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
Customer reported that the insulin pump was damaged in an auto accident in which the customer was the driver. Customer stated that the auto accident did not occur as a result of a diabetes related event. Customer's blood glucose level at the time of the auto accident was 234 mg/dl. Customer stated that the insulin pump rattled when shaken. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.